Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the helix of the newly implanted right ventricular (rv) lead was failed to extend. It was noted that the helix of the rv lead was found damaged after removed from the patient's body. The rv lead was not installed and the procedure was completed using an alternate rv lead on (B)(6) 2023. There were no patient consequences.